Manufacturer narrative:
(B)(4). The device was returned and analyzed. No abnormalities were identified during visual inspection. The device passed all of the electrical and functional rite (returned instrument test evaluation) testing. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Review of the device history record and service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Consequently, the problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burnt smell was coming from a homechoice(hc) during set up. The patient was not connected when the smell was noticed. The technical service representative (tsr) suggested using continuous ambulatory peritoneal dialysis (capd) until the machine could be swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.